Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient passed out at home and then went to the emergency room, whereupon high threshold and inconsistent capture was observed. The patient noted having fallen in the last few weeks, hitting the patient's chest. The lead was capped and replaced. No further patient complications have been reported as a result of this event.